Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the day after implantation of the intraocular lens (iol) the patient's distance visual acuity was 1.0 with no problems, however the patient developed eye pain over night. Two days after implantation, an examination revealed that endophthalmitis had developed in the patient. The patient was treated with drugs. There was no reported patient injury nd the iol remains implanted. No additional information was provided.